Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the complaint regarding the repeated faults was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The reported error was confirmed via logs and replicated in-house. The usm was tested on an in-house system in normal mode. The usm triggered errors 1126 and 31226. The usm also failed the fiber test. Unit also was tested on the pftp, and it failed on fiber test pointing to the clock spring. A golden fiber was installed, and the fiber test passed on retry. The original fiber was reinstalled, and the failure returned. The clock spring fiber assembly will be replaced as a fix to the reported issues.

Manufacturer narrative:
Based on the claim by the customer noting that usm2 on the patient side cart (psc) faulted repeatedly, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the usm, and the distal setup joint (suj) to resolve the issue. System was tested and verified as ready for use. Isi has received the da vinci products involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that the universal surgical manipulator (usm) 2 on the patient side cart (psc) repeatedly faulted out. It was unknown when the issue occurred and if ports were placed at the time of the issue. The surgical staff did contact the technical support engineer (tse) during a recurrence of the issue. The customer had performed a power cycle with no change. Not all usms were available for use in the procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.